Manufacturer narrative:
The insulin pump was received with intermittent button response and it alarmed button error due to corroded keypad traces. No moisture damage was noted during visual inspection on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call, the customer had jumped in the pool with the device on and there was water under the screen. Customer's blood glucose was 205 mg/dl. Customer's mother stated the device wasn't exposed for a long period of time and then customer removed it. The device has no cracks on the device. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. Customer mother called back on 08/30/2015 and stated the device was functioning and wanted to keep the device. Customer's mother was advised against it and informed to send for analysis.